Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73g1900045 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Received via medwatch# (B)(4). Clip applier jammed during surgery. The clip applier was misfiring, resulting in two clips firing at once causing the device to jam. A new clip applier was obtained, and the procedure was completed as planned with no delay and no harm to the patient.